Manufacturer narrative:
The device has been rec'd, but add'l time is required to complete the investigation. A supplemental will be submitted upon completion of the investigation.

Event description:
The customer stated that there were spo2 errors and defib errors at power up. No pt involvement.